Manufacturer narrative:
Concomitant medical product: 5086mri52 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was removed due to infection. It was noted that the infection was possibly a toe infection that traveled to the heart. No further patient complications have been reported as a result of this event.